Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and the interconnect cable were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system monitor intermittently had a black screen and the kilo volts would increase to maximum. No pt injury was reported.